Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification setting occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a significant adverse event involving severe hypoglycemia. According to the report, the alert and alarm on the patient¿s continuous glucose monitoring (cgm) receiver were delayed, resulting in a failure to notify him of critically low blood glucose (bg) levels in a timely manner. The event occurred in the early morning hours, approximately between 4:00 and 5:00 am. The patient was using an unspecified insulin pump at the time. He showed symptoms including profuse sweating, confusion, and seizure activity. Due to the severity of the episode, the patient recalled a few details. His spouse contacted emergency medical services (ems), and upon their arrival, a fingerstick bg reading was recorded at 14 mg/dl. The cgm alarm reportedly activated around the time of this reading. The patient was transported to the hospital, where he received treatment with intravenous (IV) glucose and IV antibiotics. He stayed hospitalized for several days. Once his condition stabilized, he was discharged home. During the hospital stay, the cgm sensor expired and was later replaced after discharge. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 08/20/2025.